Event description:
It was reported to boston scientific corporation that a trapezoid basket was used during a procedure performed on (B)(6) 2022. During procedure, the tip of the sheath was found torn after unpacking. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The investigation results revealed the sidecar rx was pushed back; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the side car rx was torn near the distal end. Dimensional inspection confirmed the side car rx was pushed back approximately 2.5 mm which is out of specification. The reported event was confirmed. Based on all available information, it is most likely that the side car rx was torn and pushback due to manipulation or the technique used. Therefore, the most probable root cause is adverse event related to procedure as the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.